Event description:
It was reported that this pacemaker was found in safety mode. Subsequently this device was explanted. Additional information has been requested but was not provided at this time. This pacemaker is expected to be returned but has not yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.